Event description:
It was reported that the 3600 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.